Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation and kink/bends were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified

Event description:
It was reported that using a radial artery access approach during a procedure of the heavily calcified, heavily tortuous, mid left anterior descending (mlad) artery the 2.0 x 20 mm mini trek balloon dilatation catheter (bdc) and a 2.5 x 15 mm trek bdc were advanced but neither device could cross the lesion. The device(s) were removed without reported issue. A 2.75 x 18 mm xience xpedition stent delivery system (sds) was advanced several times but could not cross the lesion and was bent; during pulling back and forth the sds proximal shaft became separated and the sds was removed separately from the anatomy. A 2.75 x 18 mm xience prime sds was advanced to the lesion and during the first inflation attempt at 16 atmosphere (atm) the balloon ruptured and the stent became dislodged in the proximal lad vessel and was implanted. A 2.75 x 18 mm non-abbott stent was implanted without residual stenosis, however, a type b dissection was noted but it was not clear when it occurred. The percutaneous transluminal intervention with the stent implantation was completed without reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience prime device referenced is being filed under a separate medwatch number.